Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or interventions were performed; the physician elected to monitor the implantable cardioverter defibrillator. There were no patient consequences.